Event description:
It was reported that during a maxillo facial surgery that the blade broke. It was further reported that no broken pieces fell into the surgical site and that the procedure was completed successfully with another device.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all specifications were met.